Event description:
It was reported by the patient that, "he is experiencing a lot of pain in groin area. Cannot push/carry any heavy loads. Patient has a lot of trouble walking. Patient is currently working with surgeon to have total hip replaced. Patient wants to be compensated for his surgery and loss work time."

Manufacturer narrative:
Device not returned. Device is still implanted in patient and therefore, it is not available for evaluation. No evaluation will be performed. Should device become available with additional information a supplemental report will be issued.